Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Renal dysfunction is a known potential complication of patients with cardiac disease and is included in the instructions for use as a potential complication and the progression of cardiac disease. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report device remains implanted.

Event description:
A report was received that a patient developed mild post-operative worsening of his renal insufficiency after implantation of his vad. This event is reported to have required slow weaning of the patient's milrinone infusion. Details regarding the patient's symptoms and the results of any diagnostic testing were not provided.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the event include the patient's past medical history of renal insufficiency and diabetes and the recent implantation procedure. There are patient factors and procedural that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report